Event description:
It was reported that the back and head section reportedly fell off during a surgical procedure. The patient was put in trendelenburg position and the back section allegedly started coming off. A staff member noticed this taking place and caught the patient. There was no injury to the patient or user. After evaluation by a berchtold field service technician, it was observed that the locks on the back section were damaged.

Manufacturer narrative:
There was no injury to the patient or user. After evaluation by a berchtold field service technician, it was observed that the locks on the back section were damaged. The back section was replaced and the table was returned to service.